Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076 implantable pacing lead (B)(6) 2008; 6947 implantable tachy lead (B)(6) 2008. (B)(4).